Event description:
Attorney reported: in 2007 - the pt underwent surgery for repair of an incisional hernia. A ventralex hernia patch was used to repair the hernia defect. The following year - the pt underwent surgery for removal of the previously placed ventralex hernia patch. The pt continues to experience abdominal pain and discomfort after her multiple hernia repairs. The pt has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time. We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date.